Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure. The attorney alleged that the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible ventralex st explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A sample was not returned for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device 2); an additional emdr will be submitted to represent the bard/davol ventralex st (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incisional and ventral hernias. Two bard/davol ventralex st (device 1 and device 2) were implanted to repair the hernia defects. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported by the patient's attorney, the patient has been "injured severely and permanently. Patient has suffered and will continue to suffer physical pain due to the defective product that was implanted on his body."